Event description:
Patient reported for right side a rupture diagnosed by recent ultrasound. Patient additionally reported non-device related events of "stress headaches" and "hospitalized for migraines". Healthcare professional additionally reported "silicone leaked into the tissue and silicone parts are in the lymph nodes in the axillary lymph node." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the photographs identified possibly only the device photo with one linear opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional additionally reported "silicone leaked into the tissue and silicone parts are in the lymph nodes in the axillary lymph node." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "stress headaches" and "hospitalized for migraines". Date of event: indicates onset date of headaches.

Event description:
Patient reported for right side a rupture diagnosed by recent ultrasound. Patient additionally reported non-device related events of "stress headaches" and "hospitalized for migraines". The device remains implanted.